Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding spike set. The customer states that there was a lack of connection between the set and the connection of the diet. The set was breaking easily and the diet was leaking from the side. Air bubbles entered into the set. There was no injury reported.